Event description:
It was reported that patient passed away due to a pulmonary embolism. The outcome was not considered device or therapy related.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas, serial number (B)(6), and the reported events and patient outcome could not be conclusively determined through this evaluation. The device was not explanted and will not be returned for evaluation. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. G is currently available. Section 1 of the IFU, "introduction," lists potential adverse events which may be associated with the use of heartmate 3 lvas, including thromboembolism and death. Section 6 entitled ¿patient care and management¿ lists thromboembolism as a potential late postimplant complication. Section 6 also provides information regarding anticoagulation, including recommended inr values. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.